Event description:
Information received from the premier clinical trial, subject: (B)(6). Medtronic (covidien) received information regarding a manufactured device and adverse event. Post pipeline (4mm x 18mm) procedure, the patient reported having visual sensation of somebody approaching from the side. The adverse event is ongoing and an mra (magnetic resonance angiography) was performed. If the symptoms continue, the treatment plan will be to perform an angiogram in (B)(6) of 2015 and to consult an ophthalmologist. The patient will be placed back on plavix.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. The lot history record review of the reported lot number showed no discrepancies that might have contributed to the reported experience. All devices are 100% inspected for damages and irregularities during manufacture. (B)(4).